Event description:
The customer reported received low threshold alert. Customer stated that sensor reading was 67 nad blood glucose was over 300 mg/dl. Customer stated it happened 2 months ago and has not happened again. Customer stated threshold suspend was set to 80. Customer does not recall how long she had the sensor and stated has not worn the sensor over a week. Customer stated that after 3 days received sensor alarm error. Troubleshooting was done. Performed test plug procedure and failed. Advised customer the transmitter may not be working. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.